Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 and alleged that the patient had blood glucose levels that read high on the meter, and had extreme urination, thirst and nausea. Patient received no unusual treatment. During troubleshooting, patient was made aware of occlusion alarms in pump history. Patient alleged alarms it did not show up on the display when occlusion was happening and that they had high bgs all day today because of this issue: patient has lost confidence in the pump. This complaint is being reported because the patient experienced hyperglycemia and the alarm issue was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2015 with the following findings: unable to duplicate the complaint of alarm not showing up on the display screen. Meter was not returned with the pump. Multiple occlusions alarms observed in alarm history on (B)(6) 2015 and (B)(6) 2015. Due to eeprom corruption the black box data could not be downloaded. Pump was exercised for 24hs with no occlusion alarms occurring. An occlusion alarm was reproduced on the bench for testing purposes; the pump gave the appropriate sound and displayed the correct message on the screen. The alarm was accurately recorded in pump history. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unrelated to the complaint, the battery compartment is cracked near the cover and the display screen has a pinkish contrast.